Event description:
It was reported that there was a loss of therapeutic effect. It was stated that therapy worked for the patient for the first 2 weeks, but had since noticed some symptom return. The patient tried to increase stimulation, but that had no effect on his symptoms. The patient increased stimulation 3.9 volts 2 days ago and felt ¿little stimulation¿, but still had urgency. The patient was currently set on program 2 at 4.1 volts. The patient switched to program 3 at 1.0 volts and felt comfortable stimulation. It was noted that the patient had multiple sclerosis (ms) and making adjustments with his right hand was a challenge. It was later reported that the patient switched to program 3 at 1.3 volts on tuesday. Yesterday, symptoms were good at 100% relief. The patient went to the bathroom 10-20 times today. It was noted that the patient used to fall ¿hard.¿ it was mentioned that the patient had not fallen since implant. It was later reported that the patient started to have problems yesterday and increased stimulation from 1.3 to 1.4 volts. It was stated that stimulation was too strong at 1.4 volts and the patient decreased stimulation back to 1.3 volts. It was also stated that the patient had problems at physical therapy and had the urge all day. It was mentioned that walking aggravated the patient¿s bladder. The patient would give program 3 a week and then switch to program 4 if needed. Two weeks later it was reported that the patient started on program 2 and then went to program 3. The patient stated that it was not working and ¿when he had to go he had to go.¿ the patient noted that he had been having problems with his symptoms for ¿about the past month.¿ the patient mentioned that ¿it worked for about two weeks¿ and then it stopped, which was the same as when ¿they put this thing in.¿ at the time of the report the patient was on program 3 at 1.4, but was not seeing a lightning bolt. The patient was assisted with turning the implant on and felt it. The patient decreased to 1.3 and noted that he usually felt stimulation. The patient thought that it may have been off for ¿a couple of days.¿ the patient was going to increase to 1.5 but was told to wait ¿a couple of days¿ since the implant had been turned off. It was later reported that the patient called in because his device wasn't working. The patient noted his device stopped working 2 weeks after implant. The patient noted the device work sometimes - it works on and off. The patient's urgency comes and goes. The device controlled his urgency 75% of the time. The patient started on program 2 and was on this program for 2-3 weeks then program 2 stopped working so he went to program 3 on oct 7th. On oct 8th he went back to program one, on oct 10th he was on program 1 at 1.2 and it was working well. The patient was currently on program 3. He went back to program 3 on oct 17th. The patient saw the poor communication screen on his patient programmer. Poor communication started today. Patient services recommended the patient try the programmer without the antenna. The patient noted he can reach implant with out the antenna. Patient services recommended different batteries. The patient tried different batteries and was able to communicate. The patient saw the stim off icon. The patient turned stim on and felt stim. The patient noted stim felt like someone was rubbing him down there. Stim was at 1.7v. The patient noted it doesn't work at 1.6v. The patient lost control of his bladder on nov 4th. The patient has ms. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0891b, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).